Event description:
It was reported that a patient underwent a right humerus hardware removal on (B)(6) 2015. This hardware removal was scheduled due to a routine follow-up appointment with the surgeon on (B)(6) 2015 in which x-rays were taken which showed one screw loosening. The surgeon noticed that one screw had backed-out. The patient had no pain but the surgeon was concerned about a possible infection. The surgeon removed the hardware and there was no infection found; it was completely healed. The original implant date was (B)(6) 2015 for a neck fracture. There was no surgical time delay. The patient status outcome is good. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
(B)(4). The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Without a lot number the device history records review could not be completed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.